Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745nt (B)(6); implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (B)(6); product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller reported that when they plug the recharger into the controller to charge the implant since friday, the controller starts to crackle or make noises inside. Caller confirmed that they did not notice this when plugging the controller into the ac power supply cord. Caller did not see any damage to the recharger or controller port. Pt then stated the recharger gets very hot. The issue was not resolved. An email was sent to the repair department to replace the recharger. Pt called back stating they got a new recharger (rtm) but they still had the same issue when they plugged the rtm into the controller for it would make crackling sounds. During call pt went to unplug the rtm from the controller and pt had a hard time getting it out. During call pt verified no damage to the controller charging port. Pt called back stating they got a different controller model number and wanted to know the difference from a 97745 and 97745nt controller. Agent reviewed.

Manufacturer narrative:
H3: product ID 97755-s, serial# (B)(6) was returned for product analysis. Analysis found the complaint was unable to be verified. They found no issues with finding or charging the ins. The device never got hot after running it for 10 minutes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.